Event description:
It was reported that the health care professional (hcp) requested a review of reports for this right atrial (ra) lead and questioned if there was capture. Technical services (ts) reviewed the presenting electrogram (egm) and discussed it showed low amplitudes with premature atrial contractions (pacs) which appeared to follow ventricular pacing. Ts also reviewed the right atrial automatic threshold (raat) test from the same day and noted the threshold had been stable since implant. Ts also noted the patient had short atrial tachy response (atr) episodes that were consistent with fine atrial fibrillation (af) or variable atrial tachyarrhythmia activity. Ts believed these were captured beats with intermitted pacs or possible retrograde but discussed the only way to truly know was to bring the patient in for further testing. This ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.